Manufacturer narrative:
The customer¿s report of a leak from the filter during an infusion was not confirmed. The set does not contain a filter. The set was inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. No anomalies or damage were observed. Functional and pressure tests were performed; no leaks were detected. The root cause of a leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported a leak from the filter on an IV set during an unspecified infusion. There was no patient harm reported.